Manufacturer narrative:
The cartridge was not retained for investigation. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that within a few minutes of starting the first treatment in center, the patient developed extreme itching. The patient received 50 mg of intravenous (IV) benadryl and symptoms subsided quickly.